Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. Product information for use states: solid or soft formed stool cannot pass through the catheter and will obstruct the opening. Use of the device is not indicated for solid or soft-formed stool. If the patient's bowel control, consistency, and frequency of stool begin to return to normal, discontinue use of the device. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Complaint received from a wound ostomy care nurse (wocn) reporting that a patient who had the fms in place for management of diarrhea expelled the device with the retention balloon inflated. The patient had begun to have formed stools which "pushed the device out." No patient harm was reported. No medical intervention was needed. The device was discontinued and removed. No further information was provided.